Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritationdizziness and/or headacheasthma (new or worsening) inflammatory response.no other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As it is rep device , there is no foam present , box b and h is updated in this report.

Event description:
The manufacturer became aware of an allegation that an end user developed a respiratory tract irritation dizziness and/or headache asthma (new or worsening) inflammatory response while using an rep dreamstation auto CPAP, dom - recrt. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, asthma (new or worsening) and inflammatory response. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d was updated and also in section h- evaluation method code, evaluation result code and conclusion code grid were updated.